Manufacturer narrative:
This report is being submitted as final. The meter was returned and tested with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the reported medical event is related to two additional meters (cegr308-m7195, MDR submission number 2954323-2013-00386 and cegr312-m3678, MDR submission number 2954323-2013-00391).

Event description:
Caller (customer's wife) reported that for approximately five weeks, the customer was unable to test using his three adc blood glucose meters due to the tests not starting after the blood samples were applied. Caller further reported the customer had an appointment at the va hospital at 10:00am on (B)(6) 2013 and had his blood glucose checked. Customer received a call from the va hospital at approximately 5:00pm and it was stated "his blood sugar (was) at 564 mg/dl (obtained on unspecified hcp meter) and his ketones (were) also high". Customer was taken to the emergency room, treated with an unspecified intravenous treatment and a glass of water, and was reportedly "not responsive to the instruction." Caller further reported the customer experienced unspecified symptoms and denied self-treatment. An additional reading of 461 mg/dl was obtained while customer was in the emergency room and it was unknown by the caller what, if any, diagnosis was received by the customer. There was no report of death or permanent impairment associated with this case.